Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a granuflo dissolution tank would not fill in rinse or dissolution mode. A patient care technician (pct) from the facility tried making a batch of acid when they saw blue sparks (or flashes) coming from the plastic cover of the control keypad and noticed a burning smell. The pct immediately unplugged the mixer and contacted the biomed. The biomed arrived at the facility and confirmed that an electrical burning smell was coming from the mixer. The biomed first inspected the mixer motor to look for thermal damage, but there were no burnt components found on any of the wires in this location. The biomed then looked inside the control panel. No evidence of any thermal damage (charring, burn marks etc) could be found in the control panel either. The biomed could not determine where the burning smell was coming from. They tried replacing the fill valve because power was not being sent to the fill valve whenever the mixer transitioned to fill; however, this did not resolve the issue. The biomed ordered a new control board but was told the part was on backorder. After further discussion with the area technical operations manager (atom), the biomed said they were considering replacing the entire unit versus continuing to spend money repairing it. Per the biomed, the mixer is now fourteen years old. The biomed said they are still able to make batches of granuflo in the mixer, but in order to do so they have to manually fill the tank. The mixer still works and can perform all other functions - it just can't fill. No photos were available, and no sample is expected to be returned for evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a granuflo dissolution tank would not fill in rinse or dissolution mode. A patient care technician (pct) from the facility tried making a batch of acid when they saw blue sparks (or flashes) coming from the plastic cover of the control keypad and noticed a burning smell. The pct immediately unplugged the mixer and contacted the biomed. The biomed arrived at the facility and confirmed that an electrical burning smell was coming from the mixer. The biomed first inspected the mixer motor to look for thermal damage, but there were no burnt components found on any of the wires in this location. The biomed then looked inside the control panel. No evidence of any thermal damage (charring, burn marks etc) could be found in the control panel either. The biomed could not determine where the burning smell was coming from. They tried replacing the fill valve because power was not being sent to the fill valve whenever the mixer transitioned to fill; however, this did not resolve the issue. The biomed ordered a new control board but was told the part was on backorder. After further discussion with the area technical operations manager (atom), the biomed said they were considering replacing the entire unit versus continuing to spend money repairing it. Per the biomed, the mixer is now fourteen years old. The biomed said they are still able to make batches of granuflo in the mixer, but in order to do so they have to manually fill the tank. The mixer still works and can perform all other functions - it just can't fill. No photos were available, and no sample is expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.